Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, lot#: va1y9xc, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the stimulation was uncomfortable and that lowering stimulation did not help with their incontinence. They also reported that the device put in two days ago and in the lower buttock felt like a hamster scrambling around. They also stated that the symptoms are taking care of it but the flittering is irritating and when it is lowered, they peed on their pants. Patient also reported that they had pain in the leg during implant for over an hour and was uncomfortable and fluttering sensation after surgery. Patient stated that they did not feel anything in their bladder but only in their buttock. Patient was redirected to follow up with their health care professional.